Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. The customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 173 mg/dl. During a follow-up call on (B)(6) 2017, the customer reported that the insulin gauge updated to an accurate fill estimate of 275 units.